Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for the femoral trochanteric fracture with the screwdriver. During the surgery, the surgeon had difficulty in locking the screwdriver. The surgery was completed successfully with a thirty (30) minute delay. The patient was reported as stable. Concomitant device reported: screws: trauma (part number unknown, lot unknown, quantity unknown). This report involves one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).